Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had snapped wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. An image associated with this reported event was reviewed and was consistent with the reported broken cable.